Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 4.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during first inflation at 6 atmosphere for 3 seconds, the balloon ruptured. A balloon pinhole was noticed on the device. The procedure was completed with another of the same device. No patient complications were reported.